Event description:
Customer reported on a bravo ph capsule that failed to attach. After placing, he removed the delivery system. He noted the capsule was still attached to the delivery system and had blood on it. The pt was not injured following the procedure.